Event description:
It was reported that a device interrogation revealed impedance above 10 ,000 ohms on some electrodes and impedance below 50 ohms on electrode pair 0/3. The patient was reprogrammed on (B)(6) 2012. There were no symptoms associated with the event, and the outcome was reported as ongoing with no further action needed.

Manufacturer narrative:
(B)(4). Lead: model 3487a-56, lot# v260569, implanted: 2009 (B)(6), explanted: na; lead: model 3487a-56, lot# v284109, implanted: 2009 (B)(6), explanted: na; lead: model 3487a-56, lot# v341174, implanted: 2009 (B)(6), explanted: na; extension: model 3708240, serial# (B)(4). Implanted: 2009 (B)(6), explanted: na; extension: model 3708240, serial# (B)(4), implanted: 2009 (B)(6), explanted: na; programmer: model 37743, serial# (B)(4); recharger: model 37752, serial# (B)(4).